Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial#(B)(6), implanted: (B)(6) 2016. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 16-may-2018, UDI#: (B)(4). B3: date is approximate. Year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen (concentration and dose unknown) via an implanted pump. It was reported the event/difficulty occurred in 2023 (date not reported). It was reported that the patient was experiencing intermittent relief from the pump. The managing physician concluded that the catheter was kinked somewhere. He decided to replace the catheter completely. The original catheter was tied off in the pump pocket. There were no environmental, external, patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked but unknown.